Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The customer stated the sample from vein was transferred to a different vial before measuring on the meter. The customer also does not wash hands prior to testing. Per product labeling, "sample must be applied to strip within 30 seconds using venous blood." It also states to wash hands with soap and warm water prior to lancing finger. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when tested with coaguchek xs meter serial number (B)(4). A venous sample was collected from the patient at 12:13 p.m.. The sample was tested in the laboratory using the stago star max analyzer method, resulting with a value of 2.7 inr. Within 30 seconds to a minute, blood from the same sample tube/line was put into another tube and tested using the meter, resulting with a value of 3.6 inr. The patient mentioned she does not always wash her hands prior to collecting a sample for meter testing. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.